Event description:
It was reported that shaft break occurred. A 3.0mm x 15mm quantum maverick balloon catheter was selected for use. However, when the device was unpacked, the balloon was found fractured. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of a quantum maverick balloon catheter. The shaft, hypotube, tip and balloon were microscopically and visually examined. There were numerous kinks on the hypotube and a complete separation 48cm distal of the strain relief. The balloon was folded tightly. Inspection of the remainder of the device presented no other damage or irregularities.

Event description:
It was reported that shaft break occurred. A 3.0mm x 15mm quantum maverick balloon catheter was selected for use. However, when the device was unpacked, the balloon was found fractured. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.